Event description:
It was reported that during a pump replacement for normal elective replacement indicator (eri) no flow was seen from the catheter. The spinal end of the catheter replaced. A segment of the catheter was left in the patient and tied off; however, it was unclear what segment this was. A catheter occlusion was indicated. The drug concentration was halved and restarted at 1mg/day. There were no patient symptoms or injury related to the event. The device system was used to deliver morphine and bupivacaine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type catheter, product ID 8637-40, serial# (B)(4), implanted: 2012-(B)(6), product type pump, product ID 8590-1, serial# (B)(4), implanted: 2005-(B)(6), product type accessory. (B)(4).